Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys estradiol iii results from the cobas e411 rack analyzer. The initial result was >3000 pg/ml. The analyzer performed an automatic dilution and the repeat result was 1696 pg/ml. The customer reported the result of 1696 pg/ml but did not know which result was correct for the patient.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The customer declined a service visit.